Event description:
A customer reported experiencing a cartridge alarm 30 during the insulin pump load process, which led to an indication of high blood glucose, though a specific value was unknown. As a corrective measure, the customer administered a correction injection using multiple daily injections (mdi). There was no third-party assistance needed. Although customer technical support (cts) assisted with loading a new cartridge, the alarm recurred, and the pump could not resume therapy. Consequently, cts resolved to replace the pump and advised on backup therapy with mdi to ensure unbroken insulin delivery. The replacement pump has updated software, and the customer was instructed to follow various procedures upon its arrival, including putting the old pump into storage mode and returning it to tandem.